Manufacturer narrative:
The views and conclusions presented in this journal article do not necessarily reflect those of the spectranetics corporation. No devices from the case were returned for investigative analysis, nor were any additional case details provided for an internal evaluation.

Event description:
This is #6 of six journal articles found during a routine clinical literature review. "Endovascular management of multiple arteriovenous fistula following failed laser-assisted pacemaker lead extraction". Journal: j of vasc surg 2010;1-4. Patient was a (B) (6). Female with a history of a failed laser lead extraction at another institution. Patient presented with dyspnea, hoarseness and left arm edema. Upon further examination, a high-flow av fistula was discovered from the left subclavian artery to the left subclavian vein. After several surgical procedures, the patient's fistula was repaired successfully. The patient recovered, was discharged and 6mths post-operative, only residual hoarseness persisted.